Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the customer understood.